Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased alinity I ca 125 ii result for a 75-year-old female patient, which was inconsistent with the patient¿s historical results. It is unknown whether the patient has epithelial ovarian cancer. The patient questioned the result, and the sample was repeated, yielding higher results. The following data were provided: sid: (B)(6): on (B)(6) 2026, initial result = 16.8 u/ml (negative). Repeat result = >1000 u/ml. Repeat result (1:10 dilution) = >10,000 u/ml. Historical results: on (B)(6) 2025 result = 8998.0 u/ml (positive). On (B)(6) 2025 result = 4001.0 u/ml (positive). No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I ca 125 ii assay did not identify any related trends. Additionally, a ticket search by lot did not identify an increase in complaint activity for lot 80840fp00. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot 80840fp00 and the complaint issue. The overall performance of the alinity I ca 125 ii reagents was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 80840fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 80840fp00. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency was identified with the alinity I ca 125 ii reagent, lot number 80840fp00.

Event description:
The customer reported a falsely decreased alinity I ca 125 ii result for a 75 year old female patient, which was inconsistent with the patient¿s historical results. It is unknown whether the patient has epithelial ovarian cancer. The patient questioned the result, and the sample was repeated, yielding higher results. The following data were provided: sid (B)(6): (B)(6) 2026 initial result = 16.8 u/ml (negative). Repeat result = >1000 u/ml. Repeat result (1:10 dilution) = >10,000 u/ml. Historical results: (B)(6) 2025 result = 8998.0 u/ml (positive). (B)(6) 2025 result = 4001.0 u/ml (positive). No impact to patient management was reported.